Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient experienced a sudden shocking sensation in the vaginal area. Troubleshooting involved confirming the therapy was on and having the patient decrease the amplitude, which resolved the uncomfortable stimulation. It was indicated the patient also had a sudden return of symptoms. The patient was getting poor communication on the patient programmer (B)(6) 2016. The symptoms occurred the day prior. The patient had the interstim for both bladder and bowel. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that since (B)(6) 2016 the patient has been having constipation and feels like the device is making the constipation worse. They have very small bowel movements and feel like they constantly have to have bowel movements. It was stated that it is extremely uncomfortable and they feel like they still have to go after having bowel movements and have to get up in the middle of the night. The patient had a uti that was resolved and the medication they took for it made them have diarrhea . About 2-3 weeks prior to date notified the patient turned off the implant for a while and felt as though they constipation had decreased some. The patient had another uti 3 weeks prior to date notified and took medication for it and their diarrhea came back. However, once the device was turned back on their constipation came back. The device was set on program 4 at .6v.

Event description:
Additional information received from the patient reports the poor communication seen on patient programmer screen had been mostly re solved. The circumstances that led to the poor communication screen was not understanding programmer. The steps taken to resolve the poor communication was representative "more fully explained" the device programming. The patient reported there was no shocking but the sensation feels more like an electronic charge than the tapping expected. The circumstances that led to symptom return was a possible uti (urinary tract infection). Steps taken to resolve the symptom return was explanation of reading on the screen and how long it can take to see significant change. Encouraged to note a record changes and re-contact at any time with concerns or questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was advised by their healthcare provider (hcp) to have the device turned off. The caller indicated that the patient was having issues that the hcp and the patient thought may be related to the device so they wanted to turn the device off to see if the patient's symptoms improved. Initially the patient was implanted because of urinary incontinence and urinary tract infections, but the patient developed a bowel issue and has urgency all night long. The patient has urgency every 15-20 minutes, but nothing will happen. Additionally the patient would not have a bowel movement, but might urinate a little bit. The patient's hcp thought that the device was working for the patient's bladder, but might be stimulation the bowel which is why they want to try a different method for a little while. The patient indicated that they had a urinary tract infection "for 3 years running" which would pre-date the patient's implant. Additionally the patient reported that they were "confused by the fact she was still having urinary tract infections and taking drugs for that and would cause diarrhea for a while, which then would bring them back to another thing." Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.